Event description:
The director of the facility's intensive care unit reported a colleague infusion pump which shut down during infusion, as the pt was being transported to the operating room. The pump was infusing three vasoactive drugs at this time, and the interruption of therapy caused a significant decrease in the pt's blood pressure. The colleague pump was subsequently swapped out, and another pump was used to continue the infusion. According to the info received, the pt survived. This was a male pt admitted in 2009 with a possible bowel obstruction and diabetic ketoacidosis (dka). Prior to the event, the pt was awake, alert and conversing but not fully oriented, with a mean arterial pressure (map) of 60/70's with the use of normal saline 500ml/hour, vasopressin at 24ml/hour = 0.04 units/minute, d5 1/2 normal saline at 300ml/hour, neosynephrine 7.5ml/hour =5mcg/minute. On the pump that failed, channel a had potassium phosphate at 43ml/hour, channel b norepinephrine at 18.8ml hour = 20mcg/minute, and channel c dopamine at 13.8ml/hour =5mcg/kg/min. The pt remained at the same level of consciousness throughout until at the surgical unit when the pt was transferred to the surgery table. The pt's map decreased into the 40/50's and the pt was less responsive. The pt had been on insulin, but the infusion was discontinued at 1000 due to blood sugars in the 80's times 2 hours. Because of the drop in the pt's blood pressure, the neosynephrine was increased to 75.2 ml/hour = 80mcg/minute, fluid (unk) was given, and one (1) epinephrine bolus was administered. The pump was restarted; manual released tubing x 2 once the pump was plugged back into the wall and before the medication began infusing again. The anesthetist then titrated the neosynephrine down. Multiple interventions, including labs, were ordered during the event; however, it is unk which were ordered, or the results. No vital signs were provided, however, the pt was alert, awake and slightly disoriented. The pt's condition did improve after surgery and the blood pressure increased with the use of neosynephrine and epinephrine until the pump was restarted with levophed and dopamine. The pt remains stable and hospitalized as of eleven days later. The pump had been plugged in from before 0700 on the day after the original date until transport to surgery at 1130 that day. It is possible the pump was plugged in at 0300 the same day, when the medications were started, as this is the standard practice for the facility intensive care unit (ICU). The pump had been borrowed from the emergency department and the nurse was not sure what their routine practice is. A request for the return of the device has been made. The device was received in the product analysis lab (pal) ten days later. Eval results are pending.